Manufacturer narrative:
Date of report: 08/17/2018. Date received by manufacturer: 07/17/2018. Philip's technical support (ts) recommended performing a full performance verification testing (pvt) and possible replacement of the data acquisition (da) pcba. Philip's field service engineer (fse) contacted customer and is awaiting customer's approval for evaluation and repair of the unit. Multiple attempts were made to contact the customer to determine repair status and resolution; however, no additional information was provided.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit's delivered ipap and epap pressures do not match what is set and what is delivered. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.